Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, damage and failed battery test. The customer's blood glucose value was unknown. The customer reported two cracks on the pump. The customer stated that one crack was on the walls of the battery compartment and the other was on the walls of the reservoir compartment. The customer was not able to clear the blank display. The product was returned for analysis.